Manufacturer narrative:
Several troubleshooting efforts have been made by the site utilizing the supplied simulator for testing. Upon replacing several components, the site found that the junction cable was faulty. Subsequently, the cable was replaced and the customer reported to merge healthcare that the replacement components have functioned as intended and no other incidents have happened to date. Merge hemo device labeling addresses such an occurrence in the general maintenance section with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." Additionally, instructions are given in the user manual for simulator usage testing: a simulator has been included as a service tool for troubleshooting problems with ECG waveforms. A field engineer can easily connect the simulator to bring up test ECG waveforms to determine if the problem is with the ECG cables or the pdm. Test with a known good set of ECG cables. 1. Connect ECG leads to simulator. 2. Go to settings. 3. Turn off all filters. 4. See the square wave on the hemo monitor. If any the square waves are missing, there's a cable problem. If a 12 lead set is being used, try each v- lead one at a time on the v post. Based upon the available information, there is no indication that the reported problem was caused by a device malfunction but rather caused by a human factors issue.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the EKG froze during an active case but hemodynamic monitoring continued to function normally. However, after obtaining additional information from the customer, it was revealed that following the loss of EKG monitoring, the hemo monitor also froze resulting in the loss of all patient data. The patient data module (pdm) emitted a high pitch beeping sound. The customer further reported that, due to this problem, four (4) future cases were rescheduled. Three (3) of the four (4) cases were sent to another local hospital to have the testing completed. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that results in harm to the patient. However, the customer reported that the procedure was completed successfully by alternate means. (B)(4).